Event description:
It was reported that during the rv lead replacement the lead screw did not move correctly. The condition of the patient was good.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).